Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to deliver within specification during flow testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log (ehl) review was performed. The customer did not provide an event occurrence date, but reported that the event occurred during biomed testing. On the last day of customer use in the log, an infusion was programmed in the "bio med" care area with parameters: rate of 40 ml/hr and a volume to be infused (vtbi) of 20 ml. The infusion ran to completion without interruption. No abnormalities that could cause or contribute to the reported problem were observed through the history log. The reported condition 'under-infusing' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused. The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.